Manufacturer narrative:
This report is filed on january 08, 2019.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the external auditory canal subsequently the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is filed on january 24, 2019.